Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced noise and decreased thresholds, and the r-wave measurements also dropped. A loose setscrew was suspected.